Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in performing a repair of the boot up software for the system. No pt injury was reported.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.